Manufacturer narrative:
Update: involved components: nh102d-sc/msc biolox delta ins.32mm 48/50 sym. Na778t-plasmacup fixation screw 6.5x28mm. Na770t-plasmacup fixation screw 6.5x20mm. Nh148t-plasmacup msc size 48mm. Investigation results: visual investigation. Investigation is still on going. If we became new updates we will submitted an supplemental report. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The review of the risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: to date, we suspect that the failure is most probably usage or patient related. There is no indication for a material or manufacturing failure. However, the investigation is still ongoing. This report will be updated after the investigation has been executed.

Event description:
Involved components: nh102d - sc/msc biolox delta ins.32mm 48/50 sym. - lot 51971178; na778t - plasmacup fixation screw 6.5x28mm - lot unknown; na770t - plasmacup fixation screw 6.5x20mm - lot unknown; nh148t - plasmacup msc size 48mm - lot 51955427.

Manufacturer narrative:
Update b5 and d11: involved components: nh102d-sc/msc biolox delta ins.32mm 48/50 sym; na778t-plasmacup fixation screw 6.5x28mm; na770t-plasmacup fixation screw 6.5x20mm; nh148t-plasmacup msc size 48mm. Investigation results: visual investigation: the density of the femoral head was analysed and found to comply with the delivery specification for biolox® components. The microstructure as obtained from the quality documents of both components meets the requirements specified at the time of production, too. There is no indication of any pre-existing material defect. Secondary metal transfer patterns can be located on the fragments of the femoral head and on the insert as a result of contact with metal parts and/ or surgical instruments. The expected primary metal transfer cannot be found equally distributed on the cone of the femoral head. This indicates a disturbance at the interface between stem and femoral head. The primary fracture surfaces and the region of fracture origin can be identified. The region of fracture origin is located in region b and the fracture origin shows characteristics of a hertzian cone crack, indicating a point load situation. The primary metal transfer cannot be found equally distributed on the taper of the insert. Intensive metal transfer can be found at the insert's backside in region I/j and j/k. The appearance and the location indicate that these metal transfer patterns have been most likely caused by contact of the insert's backside with protruding screw head. On the polished surfaces of both parts metal debris as a number of small speckles can be found obviously coming from small metal particles which have been smeared between the bearing surfaces. Stripe wear on both components indicates an edge-loading situation and/ or recurring subluxations. Abrasion can be found on the screw heads of the provided screws. This abrasion potentially occurred by contact with the backside of the ceramic insert. This contact could have been caused if the metal screws had not been tightened and seated within the metal cup completely or they became loose for any reason after primary surgery. On the rim of the metal cup several scratches and damage can be found have been most likely occurred after the primary fracture event or during the revision surgery, respectively. Abrasion on two screw holes of the metal cup indicates recurring contact with metal screws. The abrasion patterns on the screw heads fit well with their potential positions in the screw holes in relation to the insert's backside shape and metal transfer. The insert, the metal cup and the metal screws do not provide any indication regarding a possible cause for the fracture of the femoral head. A disturbance at the interface between stem and femoral head leading to a point load and an increase of mechanical stress, may have caused the fracture of the ceramic femoral head. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nj106d - biolox delta prosthesis head 8/10 32mm s. According to the complaint description, the ceramic ball head fractured 7 years post surgery. The date of the problem is stated as (B)(6). There is a history of falls in 2019, but details of what level of fall are unknown. During the procedure, the ceramic head was confirmed to be cracked. It did not appear to be crushed due to deterioration over time, and remained in a state where there was a single vertical crack. No damage to the liner was found. After replacing the cup, the liner head was replaced and the surgery was completed. Revision surgery: (B)(6) 2021. A revision surgery was necessary. Additional information has been requested but not yet received as of this report. The adverse event is filed under aag reference (B)(4). Involved components nh102d - sc/msc biolox delta ins.32mm 48/50 sym. - lot 51971178.